Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that instrument installed on a in-house (B)(4) system failed cut testing. The scissors did not cut cleanly through .006 latex. The latex snagged at the scissor tips. The blade edges are were not damaged; however, the edges exhibited wear at the tips, negatively affecting cut performance. Failure analysis investigation also found the following damages to the instrument: the pad printing on the instrument's tube extension was removed. The pad print was scratched from the re-enforcement ring to the proximal clevis interface. The distal end of the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pad printing and main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si nephrectomy procedure, the scissors on the monopolar curved scissors (mcs) instrument were dull. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.